Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and fracture of the stem extension.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.